Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown zimmer implant was unable to be placed into osteotomy. Implant did not achieve primary stability. Site was bone grafted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure that the product is within specifications. Complaint history review by item and/or lot number could not be conducted as the subject item and lot number were not available for review. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (unable to place) or for any zimmer implants. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.